Event description:
A bipap a30, silver series was returned to a third-party service center for foam replacement and the customer¿s complaint of accessory port cover was missing was confirmed. There was no harm or injury reported. The device was not in patient use. During the evaluation the device was reworked for a failed a test step for "run in" due to the ventilator being inoperative. There were no reportable error codes in log. The technician recommends replacing the system board to resolve the issue. In addition, the accessory port cover is missing and needs to be replaced. There was no foam particles observed in the device. The technician did confirm a secondary finding of dust and dirt. The technician confirmed the device works in defined parameters and the software has been upgraded. The device passed the final test. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. Attempts are being made to gather additional information regarding the failed test and allegation of ventilator inoperative. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: a bipap a30, silver series was returned to a third-party service center for foam replacement and the customer¿s complaint of accessory port cover was missing was confirmed. There was no harm or injury reported. The device was not in patient use. During the evaluation the device was reworked for a failed a test step for "run in" due to the ventilator being inoperative. There were no reportable error codes in log. The technician recommends replacing the system board to resolve the issue. In addition, the accessory port cover is missing and needs to be replaced. There was no foam particles observed in the device. The technician did confirm a secondary finding of dust and dirt. The technician confirmed the device works in defined parameters and the software has been upgraded. The device passed the final test. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. Attempts are being made to gather additional information regarding the failed test and allegation of ventilator inoperative. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New/additional information provided by the third-party service center: the bipap a30, silver series with serial number (B)(6) failed the run-in step due to a defective pca, which caused the fan to be inoperative (ventilator inoperative). A rework step was created to document this issue. Subsequently, a new hlr (high level repair) step was added to repair the unit, but by mistake, the answer "no" was selected for the question "are there additional parts to be replaced/added?". To rectify this error, another rework step was created, specifying that the data entered into the sdm (service data management) system for the hlr step was incorrect. It was decided to redo the hlr step to correctly populate the sdm with the accurate information. Finally, another hlr step was added, during which the pca was replaced, and the unit was successfully repaired.